Event description:
User received erroneous results for troponin t for one patient sample. Initial result 0.063 ng/ml, repeat gave 0.026 ng/ml, 0.023 ng/ml and 0.020 ng/ml. Initial result was not reported. The field service representative was unable to determine a cause, but noted he checked the analyzer. He found the high voltage was low outside of limits and adjusted it up to proper level. Performance tests were performed.